Manufacturer narrative:
Device was not returned for evaluation. As stated, the user reprocessed the scope effectively prior to use. To date, there was no patient harm or impact was reported. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device loaner tjf-q180v upon inspection was found to have a small spot of what appeared to be blood on the elevator channel at the distal end. According to the reporter, they reprocessed the scope affectively prior to use. There was no patient involvement on this report. No user harm or injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was reported that the device loaner upon inspection was found to have a small spot of what appeared to be blood on the elevator channel at the distal end. A root cause for the reported failure event cannot be conclusively determined. Per the investigation, the reported event may have occurred by insufficient post-procedure reprocessing by the previous user, or insufficient reprocessing during inspection by sbc (site business center). The user was able to clean the scope prior to use. No abnormality of the scope was reported. It was presumed the event occurred by insufficient reprocessing by the previous user or sbc. Performance of reprocessing is confirmed to be secured by conducting reprocessing in accordance with IFU (instruction for use) during the product verification. Per user¿s manual: inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. All channels of the endoscope, including the instrument channel and all accessories used with the endoscope during the patient procedure, such as all valves, must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators. ·deviation from the recommended workflow may pose an infection control risk.